Manufacturer narrative:
A timely MDR submission was attempted on (B)(6) 2015 during a cdrh emdr system outage. Per the questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff section d, the attempted filing is being documented in manufacturer narrative. The device has not been received for evaluation at this time.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, the battery compartment of the universal tracker broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
It was reported that the battery compartment of the device was cracked, and not separated from the device. Therefore this adverse event report was filed in error, as there was no reported disassembly of the device.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, the battery compartment of the universal tracker broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.